Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+). Batch number was reported as unknown. Radiesse(+) was diluted at a 1:1 dilution with cannula (product preparation issue, off label use of device). After the radiesse(+) injection, the patient experienced a occlusion. It appeared it was stage 1, with shiny erythematous dermis at oral the commissure up through nasolabial fold and nasal alar. As reported, versa was used in the pyriform area during the same treatment with diluted radiesse. She was treated with 3 vials of hylenex and with antibiotics, aspirin, sildenafil and steroids. Ultrasound was performed and anechoic spot was found which was possibly impeded blood flow. Capillary refill was normal, at less than 3 seconds at the most recent assessment. An e02 patch was ordered. She did not experience any pain or discomfort. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.